Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. Upon investigation the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to an open f1 fuse. The root cause of the open fuse was unable to positively identified. No adverse event resulted form the defective battery pack.